Event description:
A peritoneal dialysis (pd) was hospitalized abdominal pain, no fever and was discharged on (B)(6) 2014. The patient's nurse confirmed that it was touch contamination peritonitis. The patient's culture was positive at the hospital with cloudy effluent and was treated with vancomycin. The patient has resumed pd treatment with no further complications. The patient's medical record will not be available.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.